Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distored and intermittently blanked out. The complainant indicated that there was no patient involvement in the reported malfunction.